Event description:
A user facility reported to olympus that the power switch was defective. The problem, as reported to olympus, was first identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The power switch was found stuck in the on position. The switch was noted to be a previous version. The investigation is ongoing and the definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, the light source power switch was found to be damaged. The amount of force applied to the power switch and the number of pressing exceeded, the original assumption made at the design phase. As the subject device was manufactured before the countermeasures were taken on the power switch. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.